Event description:
It was reported that the pt had a change in therapy effect with return of symptoms including increased spasticity. The physician suspected a possible inflammatory mass based on dye study results. It was also possible, the symptoms were related to arachnoiditis. The pt was give oral baclofen to counter possible withdrawal. A medical work-up was conducted. Suspected progression of multiple sclerosis was evaluated as the pt presentation had changed some what (increased/easier to elicit spasms). Increased weakness was difficult to ascertain as the pt was already globally very weak. This hypothesis increased the time to pump investigation. The findings were inconclusive; continued observation showed no improvement despite does alterations so the neurosurgeon and the MFR were made aware. Though the pump was noted to be close to end of life there was no indication (alarm) noting this at the time of the event. A rotor study was completed (date unk) and showed pump was functioning correctly. A catheter dye study was performed (date unk) and showed contrast dye flowing through the catheter adn exiting the catheter at the tip. However, once dye left the catheter tip it appeared like a string of flow upward to a 'pocket' of medication.

Manufacturer narrative:
(B)(4). Fine device analysis of the pump revealed motor gear shaft wear. Base plate jewel grease inspection noted caking in the jewel that corresponded to gear #4. Current drain was normal; the pump was not stalled during electrical testing. Motor gear inspection noted gear #4 lower shaft wear. The motor housing was clean and dry. An intermittent motor stall was noted. The roller arm house had some moisture and corrosion present. The roller wheels turned freely. A stall was confirmed via x-ray. The motor was set to maximum rate and an x-ray was taken that showed there was no roller arm movement.